Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with documented lows to 68 mg/dl and self-treated with multiple cups of apple juice instead of confirming with a fingerstick, resulting in rebound hyperglycemia into the low 300s; education on the 15 grams of carbohydrate for 15 minutes rule and increased fingerstick confirmation was provided, and the user and partner planned to follow these steps. Symptoms included hypoglycemia managed with oral glucose and subsequent hyperglycemia. Outcomes included resolution through self-treatment and device-delivered corrections without alarms, alerts, hospitalization, or external medical intervention. Investigation included troubleshooting and user education regarding appropriate hypoglycemia treatment and glucose monitoring technique. Investigation of this case revealed user technique and overtreatment of hypoglycemia as the likely contributors to the glucose excursions, with no device alarm or malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.